Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken grip cable at the distal end. In addition, the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Thermal damage between grips instrument bipolar yaw pulley is most commonly caused by insulation degradation and carbonized tissue creating a conductive path.

Event description:
It was reported that during a da vinci-assisted incisional hernia etep surgical procedure, the fenestrated bipolar forceps had a frayed cable. The procedure was completed with no reported injury.